Manufacturer narrative:
Product complaint (B)(4)

Event description:
It was reported that a patient underwent a posterior lumbar interbody fusion l-4-5 procedure on (B)(6) 2023 and suture was used. Post op the sutures were not dissolving and were being rejected. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a3, a4, b7. Additional information was requested, and the following was obtained: age, gender, weight, bmi at the time of index procedure 44f, 141.568kg, 52. What was the tissue condition (normal, thin, calcified, fragile, diseased) normal for vicryl suture- how was the suture placed (interrupted or continuous)? Running stich (continuous?) For vicryl suture - how was the suture originally tied (multiple knots, square knot, etc.)? Unknown. For stratafix symmetric pds plus - was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? N/a. For stratafix symmetric pds plus - were two reverse stitches performed across the incision prior to closure? N/a. What tissue layer(s) dehisced? Subcutaneous. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No documentation or report of issues. Other relevant patient history/concomitant medications? N/a. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Wound care provider, ""believe this in my professional opinion is once again the sutures that are meant to be dissolved but the body but inside the body rejects them and pushes them out causing dehiscence" corrected information: h6 type of investigation.